Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. However, a conclusive root cause could not be determined. The following is included in the device instructions for use (IFU): instructions for use warns against improper reprocessing describing "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inadequate disinfection of the water supply pipes and that the disinfectant concentration had not been evaluated by the endoscope reprocessor which led to the gastrointestinal videoscope being insufficiently reprocessed. There were no reports of patient harm.